Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the self expanding stent system (sess) was returned without blood visible. There was dried contrast on the shaft. The stent implant was stationary on the shaft under the sheath. There was unknown contamination at the guide wire exit notch. There was no other damage noted to the sess. The guide wire used during the procedure was not returned. During testing, the reported difficulty of advancing the guide wire through the exit notch was confirmed. While attempting to backload a new guide wire through the tip and through the guide wire exit notch, the guide wire would not advance through the contamination noted in the exit notch. The contamination was pushed through the notch and the guide wire was backloaded through the tip and through the exit notch with no resistance noted. Chemical analysis on the unknown substance indicates that the substance resembles loctite. The investigation into the presence of the substance resembling loctite is ongoing. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. During manufacturing all self expanding stent systems are 100% visually inspected at multiple locations. In addition, a sampling of units is visually, dimensionally and functionally inspected.

Event description:
It was reported that during the procedure, the unspecified guide wire could not exit through the rapid exchange port of the xact stent system. Another xact stent system was used successfully. There was no adverse patient effect. Though requested, no additional information was provided. Return device analysis revealed an unknown contamination at the guide wire exit notch.